Event description:
A user facility returned the olympus, model clv-190, evis exera iii xenon light source to olympus for repair due to a report that inadequate or no air flow was detected. Upon inspection and testing of the returned device, it was found that the output connector was broken and could not be connected. This report is submitted due to the broken output connector. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the scope socket locking mechanism broken completely from the scope socket, causing low air output. In addition, the evaluation found the front panel has a slight chip in the plastic housing, the power switch sticking intermittently (sticky foreign substance) and a damaged scope socket. The investigation is ongoing and the definitive root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 15 february 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty scope socket/broken locking mechanism could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.